Event description:
It was reported that the patient taken to the emergency department (ed) after a syncope episode. The patient was observed to have an apparent loss of ventricular capture. The device and right ventricular (rv) lead were reprogrammed. There is plan to replace the rv lead and device. The device and lead remain in use. No further patient complications have been reported as a result of this event.